Event description:
It was reported that the patient presented in clinic for atrial lead revision. It was previously noted that the atrial lead exhibited noise. It was also noted that the patient had experienced increased dyspnea and fatigue. The atrial lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A partial distal portion of the lead was returned in one piece for analysis. An external insulation abrasion was found at 26.7 ¿ 27.0 cm from the distal tip breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. No other anomalies were found.